Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that cover was fell off the ceiling. The fse recommended for cover replacement. The service quote provided by philips was not accepted by the customer, therefore no further action could be performed by philips. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the cover fell off of the overhead ceiling suspended radiation shield. There was no report of harm. Philips has started an investigation of this complaint.